Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
The customer is trying to perform a blood test the meter keeps displaying the e-5 error immediately after the blood touches the test strip. The customer feels okay, no medical intervention is needed. The product is not stored according to specification, customer stores the product in the bathroom. Customer was educated about proper storage specifications. During the call a glucose blood test was performed and produced a result of 98 mg/dl. E-5 error resolved during the training.